Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of resistance when advancing lens through the cartridge, lens scratched; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, they had resistance with lens was manually advanced it through the cartridge. As a result, the lens was scratched. Additional information was received stating iol lens loaded easily into cartridge and injector. Prior to the insertion of lens, surgeon noticed under microscope that the inserter damaged the lens. Surgeon deployed lens outside of field and examined lens under microscope. It was noted that the iol was torn, lens was saved. The inserter was removed from field and tagged.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).